Event description:
On september 19,97 it was reported to oec medical systems inc., that an accidental radiation occurrence happened to oec model uroview. Hosp reported that while cleaning the system between procedures, the system began producing x-rays. Hosp staff turned the system power off. Oec field service engineer was able to diagnose the cause of the malfunction. Fse removed and replaced part, tested/inspected and returned system to current specifications. Hosp reported no adverse event, death, or serious injury.